Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found from the analysis of this data.

Event description:
It was reported that there was a right ventricular (rv) lead warning due to two non-sustained ventricular tachycardia episodes and increased short v-v (ventricle ¿ ventricle) (sic-sensing integrity counter) counter in the last thirty days. It was found that the lead was t-wave oversensing. However, it was noted that the oversensing of the lead seems to be due to the physiological condition of the heart of long qt intervals. Additionally, it was reported that in some instances these t-waves were double counting by the device, leading to an increase in the short v-v interval counts and increased number of high rate nsvts (non-sustained ventricular tachycardias). The rv lead and device remain in use as no corrective actions were performed or scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.